Event description:
It was reported that interrogation of the pulse generator resulted in the messeage -an error in pacemaker software had occurred. ECG revealed a paced rhythm. The magnet rate was approximately 94 ppm. Measured battery data from 2008 was 2.66 v, 16 ua, 6.4 kohms. The estimated remaining longevity was eight months.

Manufacturer narrative:
Na

Event description:
During explant surgery while in back-up mode the pulse generator exhibited no pacing.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at end-of-life (eol) due to normal battery depletion. After replacing the battery and downloading the product code the device functioned normally.